Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
A hospital in (B)(6) reported that during usage the tool broke down. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation coordinated by synthes (B)(4) reports the following: the visual inspection confirmed that the top of the inserter as well as the surface of the t-handle have cracks. This is indicative of the top of the inserter and the t-handle being struck with excessive force (heavy hammer blows). Per the technique guide, it is stated that only gentle blows should be applied onto to the impact surface of the inserter and that blows on the t-handle should be avoided. Further, the investigation showed conformity of the article in question to specification and no apparent fault of material or manufacturing was detected. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.